Manufacturer narrative:
This product is not sold in the united states, but it is similar to a product that is distributed in the united states. Additional information will be submitted within thirty days upon receipt.

Event description:
Fifty months after implantation of three cypher stents, one in the right coronary artery and one each in the proximal and mid left anterior descending coronary artery (lad), the patient developed a new lesion with 80% stenosis in the first diagonal coronary artery within 5mm from the cypher stent implanted in the proximal lad. The cypher in the mid lad also had a 40% to 50% restenosis at its distal end. There was no intervention.